Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (5000 mcg/ml at 1,200.0 mcg/day) and dilaudid (50 mg/ml at 10.998 mg/day) via an implantable pump for non-malignant pain. As reported per the consumer, the patient¿s pump had moved on its own over the last couple of months. It was also indicated the patient had gained weight, and the healthcare provider (hcp) had not told the patient why the pump moved. The patient was refilled on (B)(6) 2017 and the hcp was able to access the pump to refill it.